Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately at least a year ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 19835431.

Event description:
It was reported that the patients leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device components will not be returned as it was kept by the facility.